Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. No phone number provided. Philips field service engineer (fse) confirmed the oxygen regulator leaking. Fse replaced the oxygen regulator assembly to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports oxygen regulator leaking. No patient/user harm reported. Event date not specified; estimate used.